Manufacturer narrative:
N/a.

Event description:
The following has been reported: nurse reported: "two sets of tubing to report: 1. Cns informed blood tubing had been leaking from cartridge on overnight shift. Tubing had been disposed of with no pictures. 2. Product disposed of (biohazard. Photos of blood leak on tubing attached. Blood team hung a unit of rbcs for patient and started infusion. Unit rn noted blood leaking from infusion pump and contacted blood team and unit cns. Cns inspected pump and cartridge and obtained photo of leak origin. Blood was leaking from secondary tubing inlet at top of cartridge and running down cartridge, then dripping on the floor. Blood stopped and infusion team came to switch out tubing/blood, pump cleaned and infusion completed. " patient harm: no a preliminary review of the logs identified the following issue: administration set leak (external part) an active infusion was stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.